Event description:
It was reported the patient¿s system had abnormal impedances. Multiple pairs had impedances greater than 4,000 ohms. The device did not work every once and a while. The patient experienced leaking. There were no falls or traumas associated with the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ansy, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).